Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incarcerated epigastric hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted ¿concerns of a subclinical infection necessitated the dissection and sharp excision of the mesh device.¿ it was reported that the patient experienced severe pain, infections and inflammation. No additional information is provided.